Event description:
Complainant alleged that during a shift check the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer was able to clear the user advisory (ua) 45 message, however, the lifeband is no longer retracting and a clicking noise is now heard. No other messages were observed. No patient involvement was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform revealed a damaged motor cover and battery compartment. Furthermore, the battery partition cover was also noticed to be missing. The physical damages found during visual inspection are not related to the reported complaint of the "lifeband not retracting and a clicking sound being heard". The damages appear to have been caused by normal wear and tear (autopulse manufactured in 8/2006). A review of the archive data was performed and the reported issue of the "lifeband not retracting and a clicking sound being heard" was confirmed because the archive data indicated that none of the sessions had any lifeband take up being initiated. Furthermore, the archive also shows that user advisory 45 (not at "home" position after power-on/restart) occurred on the reported event date of (B)(6) 2014 multiple times. Functional testing was performed and the reported issue of the "lifeband not retracting and a clicking sound being heard" could not be reproduced because the driveshaft was set to the home position prior to evaluation of the platform. If the driveshaft is not returned to the home position then the lifeband uptake will be prevented. This will create an audible clicking noise. During initial testing of the platform, no problems were found. The lifeband retracted every time. Upon powering up the platform, fault 45 was observed. The shaft was rotated back to the home position to clear the fault. Per the autopulse® resuscitation system model 100 user guide ((B)(4)), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Based on the investigation, the parts identified for replacement are the battery compartment, motor cover, and the battery partition cover. In summary, the reported complaint of the "lifeband not retracting and a clicking sound being heard" was confirmed based on the archive review. The physical damages found during visual inspection are not related to the reported complaint. The fault ua45 observed during functional testing is related to the reported complaint and was found to be a result of the driveshaft not being in the "home" position. Upon replacement of the damaged parts and rotating the shaft back to the home position, the platform passed all testing criteria.